Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the full height drawer 5 failed to power on. The field service engineer replaced the drawer controller, module controller board and performed preventative maintenance to resolve this issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the screen was completely black and failed to turn on. The customer reported that the user tried to unplug from the wall and plugged back in, but the issue was still persisting. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.